Manufacturer narrative:
Evaluation narrative - a service replacement powermax elite motor drive unit, part number 72200616s was received on february 26, 2016 and confirmed to be serial number (B)(4). A visual inspection of the exterior of the device was performed and no damage was observed. A functional evaluation was performed and identified that the motor and gearbox assembly was seized and preventing rotation of the blade. The motor and gearbox was removed from the housing and a visual inspection identified that the gearbox assembly was corroded and preventing the rotating assembly from turning. A review of the manufacturing records show the device was released to distribution as a service replacement on or about july 22, 2014 and has been in service for over two years. The root cause of this event was identified to be associated with a corroded gearbox. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events. Device returned for evaluation on 26 feb. 2016. Device evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax elite hand control overheated. The surgeon reported that the heating up occurred during the case. A backup was used to complete the procedure. No delay was noted and no patient or operating room staff impact as a result.